Manufacturer narrative:
Patient information is unknown. Additional procode: hrs. Device is an instrument and is not implanted/explanted. Complainant part is not expected to be returned for manufacturer review/investigation. Reporter email address is unavailable. Reporter is a synthes employee. Please note, this DHR review is for sterilization procedure only: part: 04.211.016s; lot: l914380; manufacturing location: (B)(4); supplier: (B)(4); release to warehouse date: june 04, 2018; expiry date: may 01, 2028. Non-sterile 04.211.016 / h623520 was manufactured in us, (B)(4). Manufacturing location: (B)(4); manufacturing date: april 25, 2018; part: 04.211.016, 2.7mm ti va locking screw self-tapping with t8 stardrive recess 16mm, lot: h623520 (non-sterile); lot quantity: (B)(4). Work order traveler met all inspection acceptance criteria. Inspection sheet, in-process / inspect dimensional / final inspection met all inspection acceptance criteria. Packaging label log (pll) was reviewed and determined to be conforming. Component(s) reviewed: 04.211.016.999, 2.8mm ti screw blank 16mm lot: h563683; lot quantity: (B)(4). Work order traveler met all inspection acceptance criteria. Inspection sheet, in-process dimensional met all inspection acceptance criteria. This lot met all dimensional, visual and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: during a surgery on (B)(6) 2018, two variable angle (va) locking screws could not be locked on va-locking compression plate (lcp) distal humerus plate (dhp). Drilling was done thorough a universal drill guide instead of a va locking guide since the va locking guide fell on the floor. Due to this situation, the angle of drilling was not proper, causing the locking mechanism on the plate to be broken. The surgery was completed with a 30-minute delay. There was no adverse consequence to the patient. Concomitant device: drill bit (part: unknown, lot: unknown, quantity: 1), universal drill guide (part: unknown, lot: unknown, quantity: 1). This report is for a 2.7mm titanium (ti) va locking screw self-tapping with t8 stardrive recess 16mm. This is report 3 of 3 for (B)(4).